Event description:
It was reported via clinic notes that the patient was seen on (B)(6) 2021 and was having episodes of presyncope and syncope and changes were made to the device to see if this was driven by vagal stimulation. The output current was reduced from 1.5 ma to 1.25 ma, pulse width was reduced to 130 ¿s from 250 ¿s, off time was increased to 5 minutes from 3 minutes which led to duty cycle to 10% from 16%. The patient then reported that the patient started to have seizures after the settings were decreased. The patient was seen again and noted that the settings were put back to what they were at and were clinically stable. The patient was then seen on (B)(6) 2021, and the settings were shown to be back to what they were prior reduction. The diagnostics were noted to be within normal limits. No additional relevant information has been received to date.